Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir was occluded. Customer stated that the insulin pump alarmed no delivery. Troubleshooting was done. Customer stated the cannula was bent. Customer's blood glucose at the time of the event was 324 mg/dl. The customer was advised to speak with healthcare provider regarding using a different infusion sets. Customer reported she received no delivery alarm on the insulin pump during bolus delivery. Customer's blood glucose now was 348 mg/dl. Customer also mentioned blood glucose was 241 mg/dl. Customer reported that the alarm was resolved by complete set change. Customer will return the reservoir and infusion set for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.